Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is per the customer report of "in the month of april". The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the adc device. The customer reported a sensor reading of 200 mg/dl against the reader's built-in meter result of 'lo' (< 20 mg/dl). The customer was experiencing symptoms of shivering and sweating, and was treated by spouse with sugar and soda. Paramedics were also called and obtained glucose result of 40-50 mg/dl, with glucose rising. No further treatment was administered. There was no report of death or permanent injury associated with this event. The results when plotted on a parkes error grid fall into the "e" zone, showing the difference in values to be clinically significant.

Event description:
A customer reported a high reading issue with the adc device. The customer reported a sensor reading of 200 mg/dl against the reader's built-in meter result of 'lo' (< 20 mg/dl). The customer was experiencing symptoms of shivering and sweating, and was treated by spouse with sugar and soda. Paramedics were also called and obtained glucose result of 40-50 mg/dl, with glucose rising. No further treatment was administered. There was no report of death or permanent injury associated with this event. The results when plotted on a parkes error grid fall into the "e" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product . No product has been returned and a valid serial number has not been provided for the sensor. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.